Manufacturer narrative:
Block h6: device code a050501 captures the reportable event of bands failed to deploy. Block h10: investigation results: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the handle assembly did not present any visible damage. The trip wire was rolled in the handle assembly and there was evidence that it was secured in the handle slot. However, the tripwire was kinked the slack was removed properly, the suture loop was intact, and the crimp was present on the tripwire. The suture was attached to the trip wire and to the ligator head; however, the last suture knot was observed to be likely cut. Further analysis noted that the evidence of suture cut was to remove the device from the scope. This condition is not considered as an issue of the device. The seven bands were returned but had overlapped with each other and the ligator head teeth were damaged. The suture hole was intact. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other issues with the device were noted. The tripwire was found bent/kinked, this could occur during the device setup while securing the tripwire onto the handle slot or by rotating the handle during the use of the device. Therefore, it is an expected failure on the device. It is likely that while the device was introduced into the patient body, the device could be knocked against the mouth guard used in endoscopy or interaction with other devices and could cause the teeth to get damaged. Once the teeth are damage an additional tension force is added to the suture and this tension could cause an improper deployment of the bands. The reported event of failure to deploy was confirmed. The ligator teeth were found damaged. This was likely caused by interaction with the endoscope or other devices and this can lead to additional tension on the suture and improper deployment of the bands. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labelling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label, as the step number 10 states "10. Carefully remove shrink wrap by pulling marked tab such that ligator bands and threads are not disturbed", and it was reported that the tech removed the ligator shrink wrap prior to attaching to scope and was earlier in the setup process. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. According to the complaint, during the procedure, the bands did not fire. It was reported that there was no difficulty experienced when setting up the device. The procedure was completed with another speedband super 7 device. No patient complications have been reported as a result of this event. It was reported to boston scientific corporation that earlier in the setup process, the tech removed the ligator shrink wrap prior to securing the ligator head on the scope, which is earlier than what is instructed in the device instruction for use. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 devie was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. According to the complaint, during the procedure, the bands did not fire. It was reported that there were no difficulty experience when setting up the device. The procedure was completed with another speedband super 7 device. No patient complications have been reported as a result of this event.